Manufacturer narrative:
Device evaluated by MFR.: the rotawire drive was returned for analysis. A media inspection of pictures provided was performed, which displayed the reported event. Upon inspection of the received product, the body of the guidewire was kinked. The spring tip was observed to be bent and stretched. The observed issues could contribute to the reported event of the tip not being visible under fluoroscopy, therefore confirming the reported event.

Event description:
It was reported that the device was not visible under fluoroscopy. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A rotawire extra support guidewire was selected for use. During the procedure, the device was not visible under x-ray fluoroscopy. However, not all of the wire was invisible. The procedure was performed and completed with this device while checking the visible part and the position with the rotapro. No complications were reported.

Event description:
It was reported that the device was not visible under fluoroscopy. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A rotawire extra support guidewire was selected for use. During the procedure, the device was not visible under x-ray fluoroscopy. However, not all of the wire was invisible. The procedure was performed and completed with this device while checking the visible part and the position with the rotapro. No complications were reported.